Event description:
On 02/27/2022, sedeer medical contacted medela (B)(4) and alleged that while using the thopaz pump the tubing got clogged on a patient which led to hemothorax. The patient had to be taken back to the operating room.

Manufacturer narrative:
Medela is filing this report, which is considered a serious injury as it required medical attention.